Event description:
A patient reported that since putting on bottom tray 8 I have a lot of cold sensitivity and some pain when eating. I feel this only in three teeth on my left side. I have felt soreness from my previous trays but not this pain/sensitivity. I feel it usually when drinking some cold or eating.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.